Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in its balloon. This was found before use. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 5, 2014 to november 10, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed white particulate matter floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particulate matter to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.